Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The corsair pro xs microcatheter was returned for evaluation. Tip separation was confirmed at the junction of the shaft and the tip segment. Strands on the shaft distal to the torn end of the tip were found disarranged due to accumulation torsion. Microscopic observation found scratches on the catheter shaft proximal to the torn end of the tip that were likely caused by contacting calcium. The catheter lumen was narrowed with the inner polymer jacket that was gathered inward due to accumulated torsion. The above findings indicated that the tip was torn off by torsion that was applied during the procedure. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation in attempts to cross the calcified cto had most likely contributed to the observed tip separation on the returned microcatheter. The applied torsion would accumulate and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi corsair pro xs microcatheter had detached during a percutaneous coronary intervention (pci) to treat a possibly heavily calcified, chronic total occlusion (cto) in an unspecified segment of the right coronary artery (rca). Physician was attempting a cto of the rca (lesion area unknown by lab manager who alerted us of incident) when tip of corsair pro xs detached from body of the microcatheter. Physician made no attempt to retrieve the broken tip from the lesion after successful removal of the remaining intact microcatheter from the patient's vascular anatomy. Physician then attempted laser atherectomy in attempt to cross the lesion but ultimately it was unsuccessful. Patient was sent to cath lab recovery to be monitored post sedation as per protocol and discharged home without any complication in the normal timely fashion per facility protocols.